Event description:
The user facility reported that during a diagnostic colonoscopy, the physician felt the angulation cable snap. The physician subsequently experienced difficulty advancing the colonoscope past the sigmoid colon. The colonoscope was safely withdrawn from the pt. The physician elected to terminate the procedure due to the pt's anatomy, which was said to be tortuous. The pt was scheduled for an alternative form of examination. There was no pt injury reported.

Manufacturer narrative:
The colonoscope was returned to olympus for evaluation. The evaluation found that the bending section did not meet specification when angulated and the control knobs were heavy. The device was inadvertently disassembled before the evaluation was completed. The exact cause of the phenomenon could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.